Manufacturer narrative:
A visual examination found that the device returned with the needle tail bent and protruding out of the clevis. The device pullwires were intact and not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within specification. Functionally, the jaws were able to be opened and closed without issue. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, the pull wire was not broken, but the needle tail was bent and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colon biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the pull wire broke. No pieces of the device fell into the patient, and no difficulty or resistance was felt while inserting or removing the device though the scope. Reportedly the device was inspected/tested prior to use and no anomalies were noted. No biopsy samples had been collected with this device prior to the alleged issue. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colon biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the pull wire broke. No pieces of the device fell into the patient, and no difficulty or resistance was felt while inserting or removing the device though the scope. Reportedly the device was inspected/tested prior to use and no anomalies were noted. No biopsy samples had been collected with this device prior to the alleged issue. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).